Event description:
This 30-year-old male multiple trauma was admitted via the emergency room and taken to the operating room for orif of the left hip. During surgery, the tip of the cannulated screwdriver broke off and could not be retrieved. The tip remains in the soft tissue of the pt's left hip as a foreign body.